Manufacturer narrative:
(B)(4) date sent: 2/19/2021 d4: batch # u5da3j h6: component code: mechanical(g04) investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45g reload not loaded on the device. The reload was received unfired, with 9 double driver missing, and 3 single drivers missing, making the reload non-functional. In addition the reload pan was noted to be completely dislodged from deck reload, with sled missing and deck damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The damage to the reload occurs most of the times due to an improper handling and this can cause the pan to dislodge or the one-piece sled be detached. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the one piece sled is present.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the rep during a vats when the jaws were closed the cartridge broke apart and pieces of it fell into the patient. The pieces were recovered and removed. The procedure was completed with a like device with no patient consequences.